Event description:
Customer reported receiving an inaccurate high glucose reading (120 mg/dl) from their freestyle flash meter. Customer reported feeling disoriented and experiencing a loss of consciousness. Paramedics were called and obtained a reading of 37 mg/dl with their hcp meter and treated customer with an IV. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A final report will be submitted when the investigation is completed.